Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the causes of the alleged failure of the charged coupled device (ccd) had internal damage, video connectivity issue when plugging in was due to static image. The most probable cause of this complaint is traced to component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the bronchovideoscope had a video connectivity issue when plugging in (static image). There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.